Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Planted date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that in an unknown duration post implant of this 22 mm pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was reported as pulmonary stenosis. No additional adverse patient effects were reported.